Manufacturer narrative:
The information in this report was provided by a law firm. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
The solicitor's letter reported that the claimant underwent a total hip replacement on (B)(6) 2008. On (B)(6) 2015 the claimant's right leg gave away underneath him while at work. He was unable to bear weight and experienced pain. X-ray confirmed that the hip had fractured requiring revision which took place on (B)(6) 2015.

Manufacturer narrative:
This report was found to be a duplicate of a previously reported event under MFR report # 0002249697-2015-04310. Investigation findings will be provided in a supplemental report under MFR report # 0002249697-2015-04310 and any additional reports will be generated if needed.

Event description:
The solicitor's letter reported that the claimant underwent a total hip replacement on (B)(6) 2008. On (B)(6) 2015 the claimant's right leg gave away underneath him while at work. He was unable to weight bear and experienced pain. X-ray confirmed that the hip had fractured requiring revision which took place on (B)(6) 2015.